Event description:
It was reported that during an ankle arthroscopy procedure, the tip of the unit broke off and remained in the pt. It was further reported that the dr was able to remove the piece.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.